Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported their handset was not working properly. The patient stated they were constantly getting a code and it¿s taking a really long to deliver the pump and has to restart all the time. The boluses were 1 every hour. The patient mentioned she was seeing codes however couldn¿t remember them all, 156 (application restarting due to system error), 388 (low communicator battery) and 153 possibly. The patient was walked through how to clear all files, and the patient was able to connect to the pump right away. The troubleshooting steps that were taken on the call resolved the issue. The patient will call back if they continue to have any further issues. 2025-mar-26 (B)(6) (con): additional information was received from the patient. It was reported that they continued to have poor /intermittent communication.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software; product ID hh90t01, serial # (B)(6); product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.